Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has provided ultrasound results showing intracapsular rupture of the right device. No solid lessions. No cysts. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.3., b.5., d6b., g.1., g.2., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: rupture: no observed opening in the photo. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red encapsulation observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient has provided ultrasound results showing intracapsular rupture of the right device. No solid lesions. No cysts. Health care professional confirmed rupture and reported right side capsular contracture baker grade IV. Device has been removed and replaced with a non-allergan device.